Manufacturer narrative:
Summary evaluation: the result of the evaluation performed suggests the event was attributed to user misuse.

Event description:
Tip broke of in implant. This did not cause any problems. There was no adverse consequence for the pt or delay in surgery or anesthesia time.